Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk and missing segments or partial display due to cracked zebra connector on the lcd board. Unable to verify a33 error alarm or prime fill anomaly due to missing segments or partial display. The insulin pump had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.